Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's son who reported that the front left wheel fell off causing the end user to fall and hit their head. The end user sustained a head injury that required surgery and is currently in a coma. The end user's son is not releasing the device at this time. The user's manual instructs the user to be sure that both knobs are fully tightened and are at equal heights and to test rollator for stability before applying full weight to hand grips. Drive recommends periodic visual inspection of this product by the user, to ensure that all parts and hardware are secure, that components are in good working order and not worn, torn, frayed, or loose, and that there are no obstructions or impediments to normal, safe operation. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.